Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, 5 staple cartridges were used, a portion of yellow plastic from the stapler sheath broke off and was located inside the patient and the foreign body was removed. An intervention was done.